Manufacturer narrative:
A patient experienced ineffective coverage and high impedances was reported to abbott. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the fracture was not confirmed, and surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was doing cartwheels with their daughter, and as a result, experiencing ineffective therapy and therefore increased pain. Upon further investigation, system diagnostics recorded high impedances on the left lead. The physician also had x-rays done and the lead looks possibly fractured. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. Correction - section d - lead (sn:(B)(6) should be reported on, not lead (sn;(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.